Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that a user on day two of ilet use received an urgent low glucose alert from a dexcom g7 during sleep, ingested approximately eight servings of oral glucose to treat, and subsequently experienced hyperglycemia confirmed by a blood glucose meter reading of 236 mg/dl while the cgm read 264 mg/dl; education on first-week best practices and hypoglycemia treatment was provided. Symptoms included hypoglycemia and hyperglycemia with no clinical signs or symptoms reported. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education on treating low glucose while on ilet. Investigation of this case revealed that the event was attributable to patient overtreatment of hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia.